Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: knee revision. Original surgery was performed on (B)(6) 2003. Revision surgery was performed on (B)(6) 2014. Revision of tibial prosthesis due tibial loosening. Tibia was loose and was revised to a revision mbt tibia with stem and sleeve combination and a 17.5 mm insert. Pre-op and post-op x-rays are not available. Patient initials are provided.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.